Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device was selected to be used. It was reported that the patient passed away during the closure device procedure. The patient was elderly. No further information was provided.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device was not returned; therefore, device analysis could not be completed. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman laa closure device product families were reviewed. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device was selected to be used. It was reported that the patient passed away during the closure device procedure. The patient was elderly. No further information was provided.

Manufacturer narrative:
A2 age at time of event: updated with additional information received. A3a sex: updated with additional information received. A3b gender: updated with additional information received. B3 date of event: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device was selected to be used. It was reported that the patient passed away during the closure device procedure. The patient was elderly. No further information was provided.